Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. No motor error alarm noted. And the motor was tested outside of the device and passed. No button error alarm noted; all of the buttons functioned properly. No moisture damage or corroded keypad traces noted. The connector at the lcd board was found locked. However, the insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked case at the display window corner, cracked lcd window, broken belt clip slot and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error and motor error during priming. Customer's blood glucose was unknown mg/dl. The customer stated that there is many scratches on display window.